Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose value that triggered the suspend event was 60. The sensor will not be returning for analysis.